Event description:
Medtronic received information that this transcatheter bioprosthetic valve moved from the targeted location during its initial deployment while still attached to the delivery catheter system (dcs). As repositioning was being attempted, the valve¿s frame loops detached from the dcs tabs with the valve in the abdominal aorta. Additionally, the nose cone came disconnected from the dcs. A snare was required to retrieve the nose cone. The valve was left implanted in the abdominal aorta. A second valve of the same model and size was successfully implanted. The dcs will be returned to medtronic. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). Valve dislodgement complaints are typically the result of tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of other factors, however, they are typically not related to a device malfunction.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.